Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision for trunnion wear. Rep confirmed the head disassociated from the stem.

Manufacturer narrative:
Additional information: executive summary; gtin; remedial action initiated; correction/removal rpt number. An event regarding disassociation involving a metal head mated with an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded the following: conclusion of assessment trunnion wear is documented on the undated x-ray reviewed. The reported revision surgery can not be confirmed as there is insufficient documentation presented for review. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Revision for trunnion wear. Rep confirmed the head disassociated from the stem. Medical review confirmed stem trunnion wear.